Event description:
(B)(6) home health registered nurse reported pump issue. Registered nurse reported down occlusion error. Rph tried troubleshooting with registered nurse but they said they changed the tubing, there is no kink, and changed batteries but pump is still alarming. Rph advised registered nurse to use gravity for today's infusion. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard liq soln - 30gm. Gammagard indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function; common variable immunodeficiency, unspecified. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.